Event description:
The customer stated an architect i2000sr analyzer generated discrepant ca 19-9 results for one patient sample. The analyzer generated an initial ca 19-9 result of 37.5, and retest results of 62.8, 8.4, 8.71, 9.95, and 14.15. The discrepant results were not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was completed to evaluate the performance of reagent lot 18067m500. Tracking and trending identified normal complaint activity for the issue under investigation. Labeling was reviewed and found to be adequate. After troubleshooting the sample, the customer indicated they believed the issue was related to the patient sample. The investigation found no product deficiency and that the architect ca 19-9xr reagents are performing as intended.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.